Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy, lysis of adhesions, incisional hernia repair surgery and resection of small bowel on (B)(6) 2018 during which the surgeon noted he ¿encountered the mesh adherent to the small bowel. He began dissecting the mesh but could not be separated without resecting the bowel. He resected the portion of bowel adherent to the mesh, and cleared adhesions.¿ it was reported that the patient experienced severe pain, bowel resection, nausea, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.